Manufacturer narrative:
Section g4 of the previous report MFR #2916596-2019-02447 was accidently omitted. The correct date received by manufacturer for that report is 30may2019. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed. The pump was returned assembled with the driveline severed approximately 4.5¿ from the pump housing, with a separate portion returned measuring approximately 34¿. Examination of the blood-contacting surfaces found no adhered depositions or thrombus formations. Visual examination of the driveline did not reveal any damage to the silicone jacket. There was no visible damage to the bionate and there was some breakdown of the braided shield adjacent to the pump housing. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline revealed damage to the insulation of the orange and red wires adjacent to the pump housing as well as a breach in the insulation of the red wire approximately 24¿ from the controller connector. The remainder of driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breach in the insulation of the red and orange wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductor contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed to the reported pump stoppage events. The hmii lvas IFU and patient handbook explain that all hm ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding percutaneous lead care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was reported on (B)(6) 2019 that the patient underwent hmii to hm3 pump exchange due to driveline related issues.

Manufacturer narrative:
Approximate age of the device is 3 years, 5 months, 12 days. Percutaneous lead replacement was reported under MFR# 2916596-2019-01225. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that patient presented to the emergency room on (B)(6) 2019 with multiple reports of yellow wrench alarms, followed by red heart alarms. Tech analysis reviewed the patient's logs and found low flow alarms and pump stop on (B)(6) 2019. The reviewed data showed speed drops and pump stops while attached to the mpu. This type of behavior had been linked to potential issues with the percutaneous lead. It was suggested to prevent further interruption in support it may be beneficial to keep the vad connected to battery power until further investigation is completed. Additional information received on 20may2019 stating that x-rays were performed and results were unremarkable. The percutaneous lead external portion was already replaced and has no room for another repair (reported under (B)(4)).